Event description:
On several occasions the last being in july, there has been leakage of medication from the sims portex syringe where the needle attaches to the plunger. This has occurred as the medication was being injected into the client's arm. The medication spilled out and none was injected into the client. Since rptr deals mainly with children. This has caused distress on the part of the pt and rptr.